Event description:
The customer's father reported that the customer was hospitalized twice due to hyperglycemia. The reported blood glucose reading was 520 mg/dl at the time of the first event and 475 mg/dl at the time of the second. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available at the time of the phone call to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
The insulin pump could not be primed during the prime test due to a faulty force sensor. The basic occlusion, occlusion, and no delivery tests could not be performed because of the prime anomaly. However, the insulin pump passed the displacement test.